Event description:
The surgeon had difficulty in introducing the oxygen probe. Once the probe was inserted, the oxygen readings were incoherent. No patient injury was reported. The device will not be returned, the user facility has disposed of it.